Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with low blood glucose levels. The customer's blood glucose level was 30mg/dl. The customer's most current level was 70mg/dl. The customer treated lows with orange juice. Troubleshoot was conducted. The device was found to have passed testing. The customer was advised to contact their healthcare provider regarding lows, and site insertion locations. The customer was advised to contact their representative over pump upgrade.